Event description:
An attorney's office provided medical records regarding a consumer's intraocular lens (iol) removal. The removal was due to the iol being scarred to the old donor cornea during a new corneal graft transplant surgery. This was the patient's second corneal transplant on the same eye (os). There are three medical device reports associated with this attorney's report for the different iol's used in this consumer's left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested.